Manufacturer narrative:
On initial MDR the FDA product problem code of 2588 was reported in error. It has been removed. Global quality customer affairs reviewed the photo. Single image of a dilated pupil focused below the anterior surface. Several globular shapes are imaged from the center of the iol extending from the 11 o'clock through the 2 o'clock position. The presentation of these shapes are too large to be considered to be microvacuoles. These are more indicative of inflammatory cells but difficult to determine the location or the etiology of these deposits. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported complaint could not be determined. The lens remains implanted. The provided photo was reviewed and both eyes were discussed with the reporting surgeon by a director of global quality customer affairs. The provided photo is a single image of a dilated pupil focused below the anterior surface. Several globular shapes are imaged from the center of the iol extending from the 11 o'clock through the 2 o'clock position. The presentation of these shapes are too large to be considered to be microvacuoles. These are more indicative of inflammatory cells but difficult to determine the location or the etiology of these deposits. The patient has been referred to a specialist to determine the nature of the reported deposits. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received in the follow up, in the photo review the single image of a dilated pupil was focused below the anterior surface. Several globular shapes were imaged from the center of the iol extending from the 11 o'clock through the 2 o'clock position. The presentation of these shapes were too large to be considered to be microvacuoles. These are more indicative of inflammatory cells but difficult to determine the location or the etiology of these deposits.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experience glare due to the defect in the intraocular lens. The patient¿s vision decreased and appeared to have a 1+ pc haze so a yag capsule was performed. One week later the vision was worse. It was observed that the iol has some hazy areas and spots on the iol where they had not been previously. Additional information was received from the sales rep who reported via phone call that the patient experience glare due to the defects in the intraocular lens.